Event description:
The pt's meter was prompting an error 4 message. The pt stated that her meter was prompting an error 4, when using different vials of test strips. She stated that she was unable to obtain a blood gluose results and she was concerned, because she had eaten "sugary foods" in 2005, she drank orange juice and visited her physician to have her blood glucose tested. The result was 158 mg/dl. She did not receive any medical treatment. No symptoms were reported at the time of concern. The pt stated that the room temperature was normal, the testing and cleaning technique were correct, and the test strips were in good condition. The issue was not resolved with troubleshooting.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.